Manufacturer narrative:
After the single event, the user was recommended by our field service engineer to replace the control printed circuit board but the user won't replace it. The user will follow up the unit. The unit has not reproduced the reported symptom. The evaluation of the received device logs showed that after the start of the nebulizing program, a software error alarm indicating failed handling of remaining nebulizing time was generated four times in a row. This prompted automatic restarts of the breathing sub-system to rectify the detected problem after each of these software error alarms. After four unsuccessful restarts with persistent inability to handle the remaining nebulization time, the ventilator per design, subsequently generated a technical error code indicating disabled valves. The conditions causing this problem were lost when the ventilator, manually, was turned off and on again (rebooted) which indicates that the cause was a temporary corruption of data, or data that was momentarily perceived as corrupt, by the breathing sub-system at the time. In conjunction with the four unsuccessful restarts attempts, the breathing sub-system could not connect to its persistent memory which has parameter information stored. In such situation, the ventilator will by design start up in infant patient category with default settings.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator changed modes by itself and generated technical errors during patient treatment. There was no patient harm. (B)(4).